Event description:
A patient underwent valve placement procedure for the treatment of emphysema on (B)(6) 2024. The physician placed three valves in the patient's left upper lobe (one svs-v7-00 at lb1+2, one svs-v9-00 at lb3, one svs-v9-00 at lb4+5). Complete occlusion was confirmed. The patient was hospitalized with pneumonia in the valve treated lobe on (B)(6) 2024 and treated with IV antibiotics. The physician noted that pneumonia is an expected adverse event that can occur with valve placement. The patient was released on (B)(6) 2024. The event resolved without sequelae and the valves remain in place.

Manufacturer narrative:
Three spiration valves were placed in the patient. Three event reports were filed separately, one for each device. This is report one of three for the event.